Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized multiple times due to kidneys and diabetes. Customer's blood glucose reading at the time of the hospitalization was 32 mg/dl. Customer stated that their blood glucose readings were lower than normal on both occasions due to kidney failure. Customer's blood glucose readings at the time of the incident were noted to be 52 mg/dl. Customer's blood glucose reading at the time of the call was 168 mg/dl and has treated with apple juice and a shot. The drive support cap was noted to be normal. Customer declined troubleshooting. No further information reported.